Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced recurrent nocturnal hypoglycemia while using the system, with caregiver reports of multiple overnight lows and rapid glucose declines from approximately 70 mg/dl to 50 mg/dl within five minutes on several occasions, and a question about a ¿night mode¿ that does not exist for insulin delivery; changes to cgm targets were discussed as clinician-controlled settings. Symptoms included episodes consistent with hypoglycemia. Outcomes included caregiver burden due to frequent nighttime interventions and need for additional education. Investigation included review of available device-use data and user report, as well as troubleshooting and education by support personnel. Investigation of this case revealed no reported device alarms and confirmed that adjustments to overnight cgm targets require healthcare professional authorization; further clinical follow-up was recommended. It was concluded that hypoglycemia occurred with an unclear cause, and that education and potential clinician-led setting adjustments are appropriate next steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.